Manufacturer narrative:
Age at time of event: 18 years old or older. Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous mid left anterior descending artery. After a non-bsc guiding catheter was engaged to the vessel, a non-bsc guide wire was advanced and crossed the lesion. Predilation was performed with a non-bsc balloon catheter then the lesion was evaluated via intravascular ultrasound then a 2.5x24mm promus element plus was advanced and the stent was deployed. A 3.00x16mm promus element plus drug eluting stent was advanced towards the proximal lesion but was failed to cross the lesion. The physician assumed that the device might came in contact with the 1st implanted stent. The guiding catheter was removed and re-delivered but the proximal edge of the stent struts was found to be lifted based on the image of the non-bsc cineangiogram. The device was retrieved and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous mid left anterior descending artery. After a non-bsc guiding catheter was engaged to the vessel, a non-bsc guide wire was advanced and crossed the lesion. Predilation was performed with a non-bsc balloon catheter then the lesion was evaluated via intravascular ultrasound then a 2.5x24mm promus element¿ plus was advanced and the stent was deployed. A 3.00x16mm promus element¿ plus drug eluting stent was advanced towards the proximal lesion but was failed to cross the lesion. The physician assumed that the device might came in contact with the 1st implanted stent. The guiding catheter was removed and re-delivered but the proximal edge of the stent struts was found to be lifted based on the image of the non-bsc cineangiogram. The device was retrieved and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified stent damage. The struts on the first two rows in from the proximal end of the stent were raised up. The tip was damaged (jagged edges). The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noted along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).